Event description:
It was reported to gyrus acmi that while using the diego console to power a diego handpiece, the handpiece became so hot that the surgeon asked for a damp gauze to be wrapped around the handpiece. There was no other handpiece available as it was away for repair. The case was delayed and add'l stress placed on the surgical team. Update rec'd from the hospital site: the (B)(6) confirmed on friday (B)(6) 2013 that it was the console that was the cause of the heating, not the handpiece. The reason being that the console was not pumping fluid to the handpiece and that is why it got hot.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.